Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: there was no image due to defective cable. Image disappears , visual field suddenly lost, blackout due to faulty cable. Review of service repair history of the device found the the concerned product has not been repaired in the last year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the image flashes on the device and this found during reprocessing. The device was replaced with another device. The facility completed the case with no delay. There was no patient harm , no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective cable. The event can be prevented by following the instructions for use (IFU) which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged.¿ never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.